Event description:
Caller reported that a malfunction occurred on their pump, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset, after which the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if any malfunction code reappears, which they acknowledged and understood.